Event description:
It is reported that the pt was revised due to a fracture of the nail. It is reported that the pt experienced a direct trauma with a car door.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.